Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance it was observed that there was "check vent: backup alarm failed" (diagnosis code 1104) message that occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturers product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced central processing unit (cpu) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba board into a pil ventilator to duplicate the reported issue. The tech verified that the alarm error code e1104 shows once in the log dated 27sep2022. However, the failure was not confirmed. Neither the occurrence nor the associated error code e1104 could be duplicated at the product investigation lab during the boot up of the system pca or standard test bed operation using the system pca. The system pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 400k ohms, verifying that ls1 is not shorted or open and functions with 10vdc applied to ls1. Both the visual and audible alarms operated without issue. The customer complaint has resulted in no problem found.